Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor needle was break. The customer¿s blood glucose was 137 mg/dl. Customer stated that when she pulled out the sensor, she noticed that there was no film. Customer stated that when she checked the site, the film was left in her site so she removed it using a tweezers. Customer was not reporting that the sensor or introducer needle fractured while in the body. The devise will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened or used.